Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Relevant test, lab data: no tests/laboratory data was available. Other relevant history: no information was available. Instructions for use: the instructions for use (IFU) warns to not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. Never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions to not grasp the tip of the pressure guide wire to remove it from the spiral. The pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. When advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. Removing guide wire from connector · the pressure guide wire may be disconnected from the connector to facilitate wire maneuverability and to allow advancement of catheters and other components over the proximal end of the wire. Note: if the modular plug remains connected to the instrument, it is not required to repeat zeroing and normalization. Note: the connector provided in the package is unique to the individual guide wire it is connected to and should not be used with any other guide wires. · to remove the guide wire, retract the connector cover and carefully lift the proximal end of the wire from the guide wire channel. · if desired, loosen the torque device and withdraw it from the proximal end of the guide wire. Catheter insertion: · clean the proximal end of the guide wire with normal sterile heparinized saline. · thread catheter over guide wire taking care not to kink the proximal contact bands of the wire. · flush catheter with normal sterile heparinized saline. Attaching pressure guide wire to connector: · install the included torque device over the proximal end of the pressure guide wire. The connector cannot be used to effectively torque the guide wire as the wire rotates freely inside the body of the connector. · clean the proximal end of the guide wire with normal sterile heparinized saline. Dry the proximal end of the guide wire with a clean, dry cloth. · retract the connector cover to expose the guide wire channel. · hold the guide wire at a slight angle to the connector and place it in the channel with approximately 0.5 inches (1.3 cm) of the guide wire protruding from the connector. · maintaining the angle, slide the guide wire through the channel until the guide wire alignment notch catches. This will align the guide wire. · lower the guide wire into the channel. · close the connector cover to lock the guide wire in place. · a pressure signal will now be present on the display instrument. It is not required to repeat zeroing and normalization as long as the modular connector has not been removed from the instrument. · when the procedure is completed, remove and discard the pressure guide wire and connector in accordance with local regulations.

Event description:
This case was investigated in accordance with philips volcano policy. It was reported during a coronary procedure an ffr reading of .79 was obtained. After the therapeutic intervention the physician tried to get another ffr reading. When the handle was reattached they were not able to reestablish a signal. They tried to put the handle on multiple times and it never worked. The post-procedure ffr reading was then aborted. There was no patient injury. Visual and microscopic inspections were performed on the returned device. There was a kink in the distal conductive band at 36mm from the proximal end of the wire as well as a kink at the proximal hypotube joint. There were bends along the hypotube and the distal tip was curved. The sensor was broken and the distal end, including a majority of the diaphragm, was missing. There was red residue inside the housing. The dome was in good condition. The probable cause of the observed failure was open connections in the electrical circuit of the device, likely due to the broken sensor. Because the device was initially functional, it is likely that the sensor became damaged during the procedure and resulted in the observed signal loss. However, we were unable to conclusively determine when or how the damage to the sensor occurred. This event is being submitted in an abundance of caution as we were unable to identify when the distal end of the sensor and majority of the diaphragm separated from the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.